Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used and a posterior cuff miss occurred. A non-abbott device was used to achieve hemostasis. A hematoma had developed and was treated by massaging the site and applying manual arterial compression. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. It was reported that the physician is not trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(6), during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. Analysis of the device may have aided in a more definitive investigation in this case. The reported needle to cuff miss can be influenced by but not limited to: user technique, challenging anatomical conditions or manufacturing. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. Needle trajectory can also be influenced by user technique. The instructions for use provides instruction for the techniques/ deployment procedures used to assure the successful delivery of the suture and closure. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to needle to cuff miss as reported in this case. The needle trajectory can be influenced by challenging anatomical conditions, as the needle travels through tissue. The needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions. It was reported the operator of the proglide was not trained in the use of the device, which is contrary to the instructions for use and may have been a contributing factor in the event. The proglide device instructions for use states under caution, federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. In addition it was reported the closure site being mildly calcified the guidance in the instructions for use under special patience population states: the safety and effectiveness of the proglide smc device has not been established, in patients with femoral artery calcium which is fluoroscopically visible at access site. The instructions for use indicate that the patients anatomical condition may have also contributed to the reported needle to cuff miss. Since the proglide device was not fully deployed and an angioseal closure device was subsequently used, the hematoma, which occurred after the procedure, did not occur as a result of the proglide device. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A sample is also taken from each lot for destructive functional test to verify the quality of the lot. Based on the investigation of the reported information and the inspection criteria the reported needle to cuff miss appears to be related to a failure to follow procedure in meeting the training requirements and operational influences during use and not a product quality deficiency. The lot history record review and a query for this product was not performed because the lot number was not reported and the product was not returned for analysis.